Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
A customer notified cvi that a consumer reported obtaining a bacterial infection after inserting unused lenses. A reasonable and good faith effort was made to establish a line of communication with the consumer without results.